Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched to investigate the issue. The fse was able to complete simulate treatment with testing catheter and trainer without issue. It was later stated that the issue was replicated, however, with helium tank open, and console connected, tank would rapidly release pressure, as observed in service mode via x4 readings. With console disconnected from cart, mechanic helium gauge, showed cart holding pressure for about 15 minutes unchanged. The fse identified x5 losing pressure at about 1 psig per 30 seconds, starting at 152 psig going down to 118. Hence, the x5 was failing the leak test. The fse then narrowed down the issue to the fill manifold. So, the fse replaced the helium reservoir assembly. The fse then successfully observed x4 and x5 holding pressure with console and cart connected. X5 also held pressure at 207 psig unchanged for 20 minutes. The fse also identified a broken fiber optic connector. So, the fse replaced the broken fiber optic connector. It was also stated that the customer kept broken fiber optic connector for clinical training purposes. The unit passed all functional testing. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received the following parts associated with this complaint: helium reservoir. Part was received with a reported failure of a helium leak. The fat performed a visual inspection and found the part to be in good condition. The fat installed the helium reservoir in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Confirmed there was a helium leak. No root cause was defined. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. Further evaluation was performed by manufacturing engineering on the helium reservoir assembly where it was identified that the issue occurred due to a leak on the regulator. The most probable cause of failure for the helium reservoir assembly leaking is component reliability or fatigue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the helium tank of the cardiosave intra-aortic balloon pump (iabp) unit is leaking when console docked into hospital cart. There was no patient involved.